Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that following creation of the corneal flap, it was noted that inferiorly, two thirds of the flap were incomplete; however, superiorly, the other third was perfectly dissected. This occurred in both eyes. The procedure was completed. In a follow up, the surgeon reported that he was able to lift the flap by applying extra force to lift the undissected portion, which caused some delay during the procedure. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).